Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due unknown product performance anomaly. A new rv lead with the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due unknown product performance anomaly. A new rv lead with the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this rv lead was attempted as the helix could not extend and the shocking coil was possibly shifted down the lead. This rv lead will be returned for analysis.